Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they had high blood glucose value and went to the hospital with low blood glucose value. Customer¿s blood glucose value at time of incident was over 600 mg/dl and current blood glucose value was 597 mg/dl. Customer was offered troubleshooting for high blood glucose value but the pump was disconnected form customer's body. Customer declined to troubleshoot for low blood glucose value due to not being able to recall information. Insulin pump will not be returned for analysis.